Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed bruises on her back underneath the distribution node. The patient stated that she has scoliosis and believes the bruising is a result of how she lays down with the lifevest on. The doctor released the patient from the lifevest and ended use. It was reported since removing the lifevest the bruising had improved.